Event description:
It was reported that biomed had an arctic sun device that failed the calibration for an error 80 expected was 6 but the actual was 27, the device had a bad mixing pump, chiller temperature t4 was 3.9c, the device was almost due for the 2k preventive maintenance, it currently had 4386 hours and last had it done at 2498 hours, sending biomed 2k preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed mixing pump. The device was evaluated upon receipt. Test mixing pump was installed to cool. Error 80 observed, serviced mixing pump. Performed pm procedure. Serviced circulation pump. Replaced heater, drain valves, manifold o-rings, coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device that failed the calibration for an error 80 expected was 6 but the actual was 27, the device had a bad mixing pump, chiller temperature t4 was 3.9c, the device was almost due for the 2k preventive maintenance, it currently had 4386 hours and last had it done at 2498 hours, sending biomed 2k preventive maintenance.